Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. E3: reporter is a j&j employee. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on may 2, 2024, the patient underwent an osteosynthesis with the fibulink for a trimalleolar fracture. A fibulink was used for a trimalleolar fracture case for the first time. The patient's postoperative course was good, but one month after surgery, a slight dissection in tibiofibular was observed, and bone union had progressed, so the patient underwent a removal of the fibulink. On july 17, 2024, during the removal, the permacord of the fibulink was found to have been collapsed. Therefore, the surgeon removed the fibulink and revised with a competitor¿s product. The surgery was completed successfully with 120 minutes delay. The patient was reported as stable. This product complaint is related to (B)(4) which reports the dissection occurred after the initial surgery. This product complaint reports about the event found in the removal surgery. This report involves one (1) fibulink(r) syndesmosis repair kit/ti. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received states that the patient was stable.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H3, h4, h6: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that only fibula tension cap and tibia screw with suture were returned for analysis. Other kit components were not returned for analysis. The suture was found to be torn, which led to the separation of the fibula link and tibia screw. While the reported event can be confirmed, a definitive determination of the complete potential cause cannot be established with the information currently available. Factors such as the age of the patient, underlying disease, bone density, issues related to the surgical procedure, post-operative factors like patient activity and adherence to rehabilitation protocols, should be considered. Furthermore, threads of the tibia screw were found damaged and peeled off. This condition of the device was consistent with a component failure that was caused by exposure to unintended forces most likely caused during implantation and/or removal procedure. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the fibulink syndesmosis repair kit ti would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR) part # fgs-1100 synthes lot # 22e013 supplier lot # 22e013 release to warehouse date: 27 jun 2022 supplier:(B)(4) no ncr's generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.